Event description:
It was reported that the patient's implantable cardiac monitor has migrated but is still under the skin. The patient complains that the icm is uncomfortable. The device remains in use and will be re-positioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)